Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing which resulted in "random" atrial paces that happened to be scheduled near intrinsic right ventricular sensed events resulting in safety pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.